Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 700648) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding.") And allergy to metals ("allergy to metal"). The patient was treated with surgery (essure removal/hysterectomy and left salpingectomy:). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, uterine haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: removal date: (B)(6) 2019 previously reported. Most recent follow-up information incorporated above includes: on 9-jul-2020: mr received. New reporter, date of birth, medical history, lot number added. New events added- dysmenorrhea, allergy to metal, abnormal uterine bleeding, abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') in a female patient who had essure (batch no. 700648-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included leiomyoma nos and ovarian cyst. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine haemorrhage ("abnormal uterine bleeding.") And allergy to metals ("allergy to metal"). The patient was treated with surgery (essure removal/hysterectomy and left salpingectomy:). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, dysmenorrhoea, uterine haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, dysmenorrhoea and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted: removal date: (B)(6) 2019 previously reported. Lot # reported (700648) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.